Event description:
On (B)(6) 2009, the patient reported that while she was changing the insulin cartridge, she noticed the piston rod of the infusion device would only retract half way. She heard a rattling noise and stated that the base plate of the piston rod was loose. She stated that the piston rod continued to spin and eventually retracted completely and e10 (cartridge) error was displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.